Event description:
The lay user/patient contacted lifescan (lfs) in 2006 alleging an error message on her one touch ultrasmart meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. Mas also listened to the recorded call and obtained the following information: in 2006 the patient felt sweaty and was "out of it". She attempted to test prior to experiencing symptoms; the patient was unable to obtain a reading due to an error messae. There is no information on what type of error message the patient received. The patient was taken to the ER her reading in the ER was 500 mg/dl on the hospital device. The patient was treated with insulin. There is no information on how long the patient was in the ER. There is also no information on how many days the patient was unable to test her blood glucose prior to the event. While troubleshooting with the customer care advocate (cca), the patient inserted a clean test srip into the meter and while she pressed the ok button, the meter froze. Meter did not power off when the test strip was taken out of the meter. The patient reseated the battery and issue persisted. Issue was not resolved with the ok button; therefore, cca was unable to verify what error message the patient obtained. The ok button did not contribute to the injury. Cca sent the patient a replacement meter. No furthr clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event and what error message the patient experienced at the time of the event. The complaint is being reported because the patient was unable to test her blood glucose at the time of experiencing symptoms and was treated by a medical professional for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.